Manufacturer narrative:
Note: date device returned to manufacturer (d9) is unknown. The investigation into the keyboard rotary knob (kbd) has been completed. The impella automated controller (aic) was returned for investigation. Console operated within specification, and successfully passed functional check. A console's keyboard being unresponsive for certain amount of time is consistent with console experiencing an esd event, or being exposed to e-m radiation, or having liquid spilled on display (visual inspection of console did not reveal any evidence of liquid spill or fluid ingress). However, the root cause is unable to be determined. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that the automated impella controller (aic) soft key button was not responding. This aic was replaced with another aic. There was no patient harm reported.